Manufacturer narrative:
H6) the product ID: 9734410, lot: 0011488421 was returned to the manufacturer and analysis confirmed the reported event. The results of analysis concluded that the tool retention mechanism on the returned handle was intact and functional. However, the ratchet mechanism had difficulty ratcheting. It switches back and forth without issue, but turning in the ratchet direction was "rough". Codes b01, c07, and d02 are applicable. A1-5: patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used intra-operatively in an unknown procedure. It was reported that "ratchet will not be possible." No known impact to patient outcome. There was no surgical delay. Additional information was received. The ratchet handle did not turn. Additional information was received. The most likely / suspected cause of the issue was hitting it with a hammer while the ratchet handle is still engaged.